Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the battery gauge was intermittently fluctuating. Customer's blood glucose was 95 mg/dl. The customer continued to use the pump for insulin therapy